Manufacturer narrative:
D10 concomitant products: 7cn80r 7cn80r 8.0mm adt flex trach w tg cuff x1 lot#: 202405258x 7cn80r 7cn80r 8.0mm adt flex trach w tg cuff x1 lot#: 202405258x 7cn80r 7cn80r 8.0mm adt flex trach w tg cuff x1 lot#: 202405258x 7cn80r 7cn80r 8.0mm adt flex trach w tg cuff x1 lot#: 202405258x 7cn80r 7cn80r 8.0mm adt flex trach w tg cuff x1 lot#: 202405258x 7cn80r 7cn80r 8.0mm adt flex trach w tg cuff x1 lot#: 202405258x 7cn80r 7cn80r 8.0mm adt flex trach w tg cuff x1 lot#: 202405258x 7cn80r 7cn80r 8.0mm adt flex trach w tg cuff x1 lot#: 202405258x 7cn80r 7cn80r 8.0mm adt flex trach w tg cuff x1 lot#: 202405258x 7cn80r 7cn80r 8.0mm adt flex trach w tg cuff x1 lot#: 202405258x 7cn80r 7cn80r 8.0mm adt flex trach w tg cuff x1 lot#: 202405258x . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the flanges detached from the tracheostomy tubes during pre-test at a hospital. This issue occurred with other products from the same lot. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual examination showed that the flange was intact and attached to the main tube stem. There was evidence of bonding agent on the tube-flange interface. Further examination of the sample showed no sign of defects. The outer diameter of the tracheostomy tube was measured and found within the specification. The tensile strength of the flange-to-tube bond could not be measured on the returned unit. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the flange detached from the tracheostomy tube during pre-test. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.